Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the transmitter does not blink when connected to the sensor. The customer's blood glucose level was reported to be 99mg/dl. Troubleshoot was reported to be conducted, and the cannula was noted to be missing. The customer declined to return sensor or receive replacement. It was reported that he customer would follow up with local office.